Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shuts off by itself and the battery cap does not screw in. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the part of the battery cap is broken and this is why the cap cannot be screwed in. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot.